Event description:
It was reported that during surgery, the bone cement set faster than usual and resulted in the cement delivery needle remaining in the patient. It was further reported that the event caused a 60 minute delay to the procedure. It as also reported that medical intervention was required to cut the needle as close to the patients pedicle. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product status unknown

Event description:
It was reported that during surgery, the bone cement set faster than usual and resulted in the cement delivery needle remaining in the patient. It was further reported that the event caused a 60 minute delay to the procedure. It as also reported that medical intervention was required to cut the needle as close to the patients pedicle. No further information was provided.